Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock for supraventricular tachycardia (svt). Technical services (ts) discussed reprogramming options. Device remains in service. No additional adverse patient effects were reported.